Event description:
This case was initially received via regulatory authority (B)(4) on 22-mar-2017. The most recent information was received on 31-mar-2017. This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain"), device intolerance ("intolerance of essure device"), vulvovaginal burning sensation ("vaginal burning") and oedema ("feeling of oedema"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine pain, device intolerance, vulvovaginal burning sensation and oedema outcome was unknown. The reporter considered device intolerance, oedema, pelvic pain, uterine pain and vulvovaginal burning sensation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-mar-2017: patient information and event added (pelvic pain), salpingectomy was also performed. No further information expected. Company causality comment: this physician report, received via health authority (ha), refers to a (B)(6) female patient who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain (event reported on follow-up; initially intolerance of essure device was reported), whereupon she underwent device removal with hysterectomy and salpingectomy approximately 3 years after the insertion. Pelvic pain, serious due to medical significance and intervention required, is anticipated in the safety reference information of essure. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (gynecological and non-gynecological) are also possible. In this particular case, the physician mentioned a positive history of nickel sensitivity but did not clarify if the device intolerance was linked to the nickel sensitivity. In addition, he did not provide specific reasons for the pelvic pain, nor did he report on the outcome of the events. Based on the available information, a causality of essure for pelvic pain cannot be excluded (related). Additional non-serious events were reported: uterine pain, vaginal burning and feeling of edema. This case was regarded as incident, since surgical device removal was required. A product technical analysis is awaited.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on 22-mar-2017. The most recent information was received on 31-mar-2017. This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain"), device intolerance ("intolerance of essure device"), vulvovaginal burning sensation ("vaginal burning") and oedema ("feeling of oedema"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine pain, device intolerance, vulvovaginal burning sensation and oedema outcome was unknown. The reporter considered device intolerance, oedema, pelvic pain, uterine pain and vulvovaginal burning sensation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-apr-2017 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 2747 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of ptc. Company causality comment: this physician report, received via health authority (ha), refers to a (B)(6) female patient who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain (event reported on follow-up; initially intolerance of essure device was reported), whereupon she underwent device removal with hysterectomy and salpingectomy approximately 3 years after the insertion. Pelvic pain, serious due to medical significance and intervention required, is anticipated in the safety reference information of essure. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (gynecological and non-gynecological) are also possible. In this particular case, the physician mentioned a positive history of nickel sensitivity but did not clarify if the device intolerance was linked to the nickel sensitivity. In addition, he did not provide specific reasons for the pelvic pain, nor did he report on the outcome of the events. Based on the available information, a causality of essure for pelvic pain cannot be excluded (related). Additional non-serious events were reported: uterine pain, vaginal burning and feeling of edema. This case was regarded as incident, since surgical device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded.